Event description:
It was reported that there was a volume discrepancy where the actual residual volume (arv) was less than 1 ml and the expected residual volume (erv) was 8 ml one day prior to report when the healthcare professional (hcp) accessed the patient's pump. It was noted that the pump was only able to be refilled with 15 ml. No more medication was able to be injected into the pump. It was noted that only one refill kit had been used. The hcp decided to leave the pump filled with only 10 ml and program the pump to minimum rate mode. It was noted that the patient's pump was normally easy to refill, and the hcp was experienced with refilling it. It was noted that today, the hcp accessed the pump again and aspirated 9 ml. It was noted that only 9.5 was able to be injected back into the pump. The hcp also noted that the pump "seemed to suck the drug in really fast", when usually they had to push it in. A catheter access port (cap) study was performed on the day of report with results indicating catheter patency. It was noted that they were planning on replacing the pump. The pump was used to infuse intrathecal dilaudid. It was later reported that the clinic was working on getting the patient scheduled for surgery to replaced the pump. The pump was still running at minimum rate at that time. It was later reported that the patient had a defective pump and a replacement was to occur on (B)(6) 2014. It was reported that the patient was a "very frail" person and was at the "end of the road for pursuing pain medication in her back." It was reported that the patient was taking oral medication at a maximum level as they could not depend on the pump working correctly. It was noted that the patient was having a significant amount of pain until they could replace the pump. It was noted that the hcp determined that the catheter was okay but that the pump was not working. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
Analysis of the pump found a significant anomaly. There was a manufacturing issue with the propellant. The pump back shield had a slight concave appearance. Pump logs gathered with no anomalies noted. While preparing for dispense testing it was noted that fluid was difficult to get out of the pump due to vacuum. When putting fluid back into the pump while prepping for dispense testing the fluid was "sucked" into the pump. Dispense testing failed and reservoir pressure was low. X-ray shows little to know propellant in the pump.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
B)(4).

Event description:
Additional information received reported that the pump was not giving the patient the proper amount of medication. The reporter was uncertain if it was giving her too much or too little.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the pump was explanted and replaced. It was to be returned.